Event description:
On (B)(6) 2015 the lay user/patient contacted lifescan (lfs) alleging that her meter was reading inaccurately. The brand of the meter was not provided by the patient and remained ¿unknown¿. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged inaccuracy began on (B)(6) 2015 at approximately 8pm. The patient reported obtaining readings ¿in the 500¿s and 600¿s mg/dl". It is unknown what medications if any, the patient takes to manage her diabetes, and it is also unknown if she made any changes to her usual routine in response to the alleged issue. The patient reported experiencing symptoms of ¿low blood sugar¿ after the product issue began and she was taken to the hospital ER later on (B)(6) 2015 where she subsequently became unconscious. The patient reported receiving hcp treatment in the hospital ER (specific details of the hcp treatment were not provided). It is also unknown if the patient¿s blood glucose was measured using another device during the hospital visit. At the time of troubleshooting the csr noted that the patient did not have control solution so was unable to walk the patient through a re-test. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.